Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because product has been eliminated by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product discarded by hospital

Event description:
It was reported by the surgeon that the device was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unable to be confirmed as no devices or photos were received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.